Event description:
It was reported that following a coronary angiogram, an angio-seal was selected for use. Thirty-six hours later, the patient developed a pseudoaneurysm. The patient was treated by a doppler ultrasound compression. The pseudoaneurysm resolved spontaneously after ten days. The patient had a painful leg that extended her length of stay.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.